Manufacturer narrative:
The device was not returned for analysis, as it was discarded. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the react 71 catheter was noted to be leaking at the distal section. This event was notice during the first thrombectomy retrieval. The patient was undergoing a combined mechanical and aspiration procedure for an acute ischemic stroke. No patient symptoms or complications associated with this event. The vessel was observed to be severely tortuous. The device and any accessory devices were prepared as indicated in the instructions for use (IFU).